Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the valve is not adjustable.

Manufacturer narrative:
The valve was in an unknown liquid a returnkit. The prosa was set to pressure range 0 cmh2o and the progav2.0 was set to pressure range 3 cmh2o. A visual inspection revealed that the there were scratches on the housing but no other deformities. A penetrability test was performed at a hydrostatic pressure difference of approximately 30-40 cmh2o in the flow direction. The test results showed the prosa valve was non permeable and the progav2.0 valve was permeable. An adjustment test was carried out with the standard prosa checkmate and measurement tool. The prosa valve was adjusted from 0 up to 20 cmh2o and down again in the same way. It was found that the prosa valve could be adjusted to any of the pressure ratings without any difficulties. To measure the breaking force, the valves were investigated with the braking force apparatus. Here, it is measured how much force must be exerted on the housing to release the rotor to adjust the valve by the integrated magnet of the braking force apparatus. The braking force was within the permissible tolerance. The investigation could not confirm the blockage and the non-adjustabilty. No further actions were required.